Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Atrial lead impedance decreased suddenly the week of (B)(6) 2016 from near 350 ohms to near 200 ohms.

Event description:
It was reported that the patient had fallen approximately two to three months prior and then the clinic received a warning on the right atrial (ra) lead for low impedance and oversensing of noise. It was determined that there was insulation damage and a lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.